Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7072811.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site and was not getting adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned as it was discarded by the medical facility.